Event description:
The customer alleged that the unit exhibited a vacuum system time out error. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site: the fse replaced the oil return valve and the oil mist filter assembly. System meets manufacturer's specifications. The fse ran a diagnostic empty chamber cycle and a cycle with a load. This unit is operating normally.